Event description:
The pt mentioned that they had received the meter a year back in the hosp. Recently the pt went into the physician's office for a regular appointment. That morning, the pt had felt tired and had an earache and just felt "sick". The pt did not test their blood glucose until they arrived at the physician's office. They took their meter in and tested their blood glucose and received a "140". The physician then tested the pt on his device and received a blood glucose of 500 mg/dl. The physician advised the pt to take their oral medication. The test strips were in good condition and not expired. The pt did not have control solution to check the test strips. The meter was set to the incorrect unit of measurement. The pt feels that the meter may have been set incorrectly since last year. They claim they do not set the code on their meter and that one of their family members set the codes for them. Customer services assisted the rptr and set the meter back to mg/dl. This case is being reported as a malfunction, since the pt reported that the meter was set to the incorrect unit of measurement when they received the meter a year ago. The pt had not changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed from "mg/dl" to "mmol/l". The pt suffered a serious injury; however, there is no evidence that the meter contributed to the injury. Pt experienced symptoms prior to testing.